Event description:
I bought a uv lamp from the link (B)(6) to treat my psoriasis. I used this lamp on my face and then 30 seconds go by and my face felt like it was burning off, even after washing my face I couldn't get it to stop burning. This device is a prescription (rx) medical device which shows in its package and manual. It is illegal to sell this psoriasis lamp online without doctor's prescription according to FDA regulations. It will cause severe burning to people if they do not use this psoriasis lamp under the direction of a licensed physician. FDA should remove this device from amazon. FDA safety report ID # (B)(4).